Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was unable to power on. A field service engineer performed the replacement of the backup battery, installed a bumper kit, and connected the network plugs. Additionally, the engineer cleaned the drawer and inspected all cabling. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had become unresponsive and failed to power on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.